Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over (B)(4). There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b.braun medical, inc.

Event description:
After application of prontosan wound irrigation solution, the patient (male, 60 years of age) complained of burning, followed by severe pain and then anaphylactic shock. Betadine was applied to the patient beforehand. However, the iodine rinse was neutralised with ringer's solution before application of prontosan. Patient had to be treated in the ICU. He was transferred back to the normal unit. The healthcare professional provided the following information additionally: the patient had felt a burning sensation immediately after application of the prontosan into the wound, which immediately developed redness all over the body. This led to shortness of breath in a short time, so resuscitation was imminent. The patient was transferred to ICU. The wound has bled little after mechanical wound cleansing, it is suspected that the active ingredient has entered the bloodstream. The wound was already bandaged with prontosan at home, where he had no problems. I can't make any statements about the medication on the ICU, only that high-dose cortisone was administered and short-term ventilation was necessary.